Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Six (6) attempts have been made by three (3) phone and three (3) mails to obtain; patient treatment settings, patient information, patient photos. No information has been provided by the user facility. A lumenis service engineer evaluated the device after the customer reported an adverse event with a patient being burned and feeling handpiece adapter tip was too hot to touch. Except for laser abort problem at the beginning of the call, which was resolved with new delta t and epi temp calibrations on both hps with the 9x27 adapter, no further errors or temperature abnormalities were found. The system passed spec per service manual and was ready for use. Malfunction is not the suspected cause of the adverse event. No incident forms were sent to lumenis, thus clinical evaluation wasn't performed. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an abundance of caution. The root cause of the adverse event is not clear. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn/skin reaction of unknown severity to an unknown body part following treatment with a lumenis lightsheer infinity laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.